Event description:
Pt underwent left eye cataract removal and lens implant 11/18/97. Pt rescheduled for "removal of (metal flake) foreign body in left eye" 12/2/97. Upon discussion with ophthalmolist, claims foreign body found in eye chamber upon 11/25/97 exam. 12/2/97 surgery to remove. Investigation of equipment used on 11/18/97 surgery found "scarring" at tip of phaco microseal handpiece appearing consistent with metal foreign object removed from pt's eye. Microscopic metal "burrs" seen within "scarred" area of handpiece.